Event description:
A report was received that during a trial procedure, the patient had a nose bleed which caused the physician to stop the procedure and had the patient flipped back over from her belly and sent by ambulance to the hospital, where she was admitted to the ICU. The leads were placed but was never hooked up to an ipg nor was the device turned on. The physician informed the bsn representative that the patient passed away on (B)(6) 2012.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.